Manufacturer narrative:
The customer's report was duplicated and attributed to an incorrect configuration of the date within the device. The year was set to 2034 causing the device to calculate that the electrode pads had expired when they were not expired. The cause of the change of the date could not be firmly established. The device date was corrected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.